Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that was allegedly associated with a patient death. The ventilator was not returned to the manufacturer for evaluation. The manufacturer's investigation was based on the device event logs and patient data logs that were downloaded from the ventilator. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm, or failure of the device to remain within specifications. On the reported day of the event, (B)(6) 2015, there were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The events logs indicate the device operated as designed on the reported day of the event. The patient data logs include waveform graphs related to the patient's breathing patterns on a continuous basis. The patient data logs also contain information on the device settings. At the time of the event, the ventilator was operating in spontaneous/timed (s/t) mode with an inspiratory positive airway pressure (ipap) of 14 cmh2o and a expiratory positive airway pressure (epap) of 7 cmh2o. The circuit disconnect alarm was set for 60 seconds and the low respiratory rate alarm was set for 7 breaths per minute. All other available alarms, apnea, low exhaled tidal volume, high exhaled tidal volume, low minute ventilation and high minute ventilation were turned off. On the reported day of the event, (B)(6) 2015, the waveform graphs indicate the patient was breathing at a rate of 40 - 50 breaths per minute with tidal volumes of approximately 300 milliliters. At approximately 11:00:00 utc, spontaneous breathing ceased as the breath rate dropped to 10, which was the set rate on the ventilator, and tidal volumes decreased to approximately 25 milliliters. This continued until the device was powered off at approximately 13:50:00 utc. Based on the analysis of the device event logs and patient data logs, the manufacturer concludes the ventilator operated as designed and did not cause or contribute to the reported event. The patient appears to have expired at approximately 11:00:00 utc when spontaneous breathing ceased.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The device has not yet been evaluated by the manufacturer. At this time, no further information is available. A follow-up report will be submitted when the manufacturer's investigation is complete.